Event description:
A cobolt chrome, total hip revision, manufactured by depuy orthopaedics fractured inside the right femur bone. The femur bone was not fractured which indicates that there was no trauma to the hip region. There was no explanation for the cause of the fracture.